Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this boston scientific sales representative contacted boston scientific technical service on (B)(6) 2019. The sales representative reported that a code 1005 was displayed when this device was interrogated. The patient had died, and the sales representative was asked to check this device post-mortem. The sales representative had been informed by the coroner that this patient had died at 2:00 am. However, a review of the episode detail listed the episode at around 4:00 am. The technical service consultant explained code 1005 and that an open circuit was detected. The sales representative commented that the lead trend showed impedance of approximately 110 ohms but increase to 174 ohms. The local was informed that this may indicate a lead issue. This chronic lead had been implanted since 2010. The episode detail was reviewed which showed that there was a shock fault with each shock delivered. This indicated that an open circuit (greater than 145 ohms) was detected each time a shock was attempted (8 total)

Manufacturer narrative:
A review of device stored data by a technical service consultant found that the high voltage or shock impedances were noted to be in the 100 ohm range until approximately (B)(6) 2018 when a gradual rise in the high voltage was noted. A graphic display of the shock impedances since (B)(6) 2018 to (B)(6) 2019 were reviewed. Episode v-56 was recorded on (B)(6) 2019 at 04:10 am and all therapy had been delivered one minute and 30 seconds later. The ventricular arrhythmia was accurately sensed and detected. Antitachycardia pacing (atp) was delivered without any change to the rhythm. The device charged and attempted to deliver a shock; however, the lead impedance was measured at over 125 ohms. The arrhythmia was appropriately re-detected and eventually eight 41 joule shocks were attempted. Because of the high impedance condition at the time of these attempted shocks, the full amount of energy was not delivered. The device was programmed to reverse polarity on the last shock delivered and this attempt also showed the high impedance open circuit condition. It was concluded that sensing and detection of the arrhythmia were appropriate. There was an out-of-range impedance noted on the shock lead for several months prior to the patient's death. The open circuit condition on the lead led to less than full energy delivery on (B)(6) 2019.

Event description:
It was reported that this boston scientific sales representative contacted boston scientific technical service on (B)(6) 2019. The sales representative reported that this patient had died and a code 1005 was displayed when this device was interrogated post-mortem. The sales representative had been informed by the coroner that this patient had died at 2:00 am. However, a review of the episode detail listed the episode at around 4:00 am. The technical service consultant explained code 1005 and that an open circuit was detected. The sales representative commented that the lead trend showed impedance of approximately 110 ohms but increase to 174 ohms. The local representative was informed that this may indicate a lead issue. This chronic lead had been implanted since 2010. The episode detail was reviewed which showed that there was a shock fault with each shock delivered. This indicated that an open circuit (greater than145 ohms) was detected each time a shock was attempted (8 total). The explanted device was received at boston scientific return product department. Laboratory testing and product performance engineering assessment was completed on (B)(6) 2019. Additional information was received from the local representative on april 17, 2019 who reported that the coroner estimated that the time of death was between 0200 and 0400 on the date of the code 1005. A review of device stored data was completed by boston scientific technical service on (B)(6) 2019.